Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that the bone pin snapped during the surgery. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: product history review was not performed as the lot number was not provided. Complaint history review: complaint history review was not performed as the lot number was not provided. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Unavailable for inspection as the product was not returned.

Event description:
Mako tibial pin (3.2 x 110mm) snapped insitu upon removal. Surgical delay<15 minutes.

Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
Mako tibial pin (3.2 x 110mm) snapped insitu upon removal. Surgical delay<15 minutes.